Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated that their implant has not been functioning and they do not have their programmer with them. The caller was not with the patient at the time of the call and indicated that the patient was not able to give them any further details. The patient did not clarify if the battery was at eos or if it was electively turned off. Reviewed MRI considerations if the ins has reached eos and redirected to managing hcp. Additional information was received on 2026-apr-01 from the patient. They reported that the device not functioning was not caused by normal battery depletion; the device moved out of its original place and had been out of place for the last 2 1/2 years. The device malfunctioned. They had been self catheterizing 5-6 times a day since then. The issue had not yet been resolved, as the interstim would be removed on (B)(6) 2026.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.